Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection. Particular areas of review are inspection of high frequency output and appearance. Upon evaluation of the returned device, it was noted that the device teflon pad (tissue pad) was partly peeled back. Based on the condition of the subject device, a likely mechanism causing the reported event might be the following: nothing was grasped between the grasping section and the distal end of the probe while the output was activated in seal and cut mode (this includes after tissue resection). This might have caused the tissue pad to partially wear out and peeled off. The instructions for use includes the statements below that warn against the issue. Therefore it is likely that user handling caused the issue. ·do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during the second half of a therapeutic laparoscopic liver resection, the device teflon pad was peeled back at the tip. No piece of the teflon pad fell off. The procedure was completed with another device. There is no harm or adverse impact to the patient. The device was inspected prior to use with no abnormality noted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.